Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was p120 console. According to the complainant, during procedure and outside the patient, the fiber broke and the laser energy escape outside the break causing a small burn to the scrub tech. Reportedly, topical cream was used to treat the burn. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Problem code 2532 captures the reportable event of fiber misfire. Investigation result: one flexiva 200 tractip laser fiber was returned broken in three pieces, the first piece measured approximately 39.3 cm from the top of the connector to the break. The second piece measured approximately 61.7 from the break to the break and has kinks. The third piece measured approximately 213.7 cm from the break to the distal tip and has kinks. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a fracture, likely as a result of handling during the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 6, 2019 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was p120 console. According to the complainant, during procedure and outside the patient, the fiber broke and the laser energy escape outside the break causing a small burn to the scrub tech. Reportedly, topical cream was used to treat the burn. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.